Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump time was inaccurate. The cause of the inaccurate time could not be confirmed. There was no reported impact to blood glucose.